Event description:
It was reported by direct call from the customer to the emergency support program, that customer is asking if a fo iab needed to be removed if the inner lumen is no longer patent and unable to flush. The fo ap is present, and clean waveform is seen. She stated she had spoken with the physician, and the physician wanted her to call and ask if the iab needed to be removed. Esp personnel reviewed the IFU with hongban and the fact that it did not need to be removed but should be capped off and no longer accessed.

Manufacturer narrative:
Event site name: (B)(6). Clotted inner lumen is a blockage of the catheter inner channel and is typically caused by blood clot thrombus formation within that lumen. When the inner lumen becomes occluded by a blood clot, it can no longer transmit accurate arterial pressure. The clotted inner lumen can occur due to one or more of the following factors: inadequate flushing of the inner lumen kink in the inner lumen iab remaining inactive or in standby for more than 30 minutes. These conditions may promote slow blood flow within the inner lumen, leading to thrombus formation and occlusion. Once clotted, the inner lumen can no longer transmit accurate arterial pressure waveforms. Per IFU guidelines, failure to aspirate and flush the lumen immediately after catheter placement or when waveform damping is observed increases the risk of clot formation. In cases where resistance is met during aspiration or flushing is unsuccessful, the lumen should be considered occluded and discontinued from use. Labeling: sensor and non-sensor iab ifus include warnings, precautions, and instructions for flushing and capping for linear, mega, and yamato plus models reviewed. Risk analysis: dfmea and hazard analysis address risks such as inactive lumen, kinks, and blood sampling. Trending: monthly trend review shows no CAPA or scar since january 2023. DHR review is required for recent devices, confirmed defects, serious injury or death, or regulatory requirements in germany and singapore. Current status: risk remains within profile. IFU addresses failure. No escalation required.